Manufacturer narrative:
(B)(4) d10: unknown head unknown; unknown liner unknown; unknown cup unknown. Proposed component code: mechanical (g04)- stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with polyethylene wear of the acetabular cup as well as bony impaction of heterotopic ossification along the lateral acetabulum and the greater trochanter, likely limiting mobility. No problem was found with the devices related to the ho, as review by a hcp determined that was not device related. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial hip arthroplasty on an unknown date. It was reported that no further information is available.